Event description:
The seal at the end of the tubing was broken and removed. As the tubing was being tipped to eject the catheter, the wider funnel end of the tubing package detached and, as a result, the catheter fell out and became contaminated, and thus unsterile. As a result, they did not use this product and opened a 2nd unit without issue and the case completed successfully.

Manufacturer narrative:
Device has not yet been returned for evaluation.